Manufacturer narrative:
A spacelabs field service engineer (fse) went onsite to investigate the problem. Findings show that the problem was caused by a power interruption. Installing a universal power supply (ups) for the telemetry antenna down converters and resetting the receiver modules resolved the problem. The involved devices passed all tests and were returned to use. This investigation is considered complete and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2017, the ECG waveforms disappeared for several telemetry beds following a facility generator test. No one was injured as a result of this event.